Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead exhibited a high out-of-range shock impedance measurement detected on (B)(6) 2018. The shock impedances was typically in mid 90's to low 100's or 110's and occasionally in low 120's. In (B)(6) 2018, shock impedance was 126 ohms, 112 ohms in (B)(6) 117 in (B)(6) and 120 in (B)(6) the following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).